Manufacturer narrative:
B5: the patient received prophylactic antibiotic as a preventative measure. H10: the device was received for evaluation; the sample was returned with a patient connector from the cassette attached to the female connector of the transfer set. A visual inspection with the naked eye noted a separation between the female connector and the main body of the transfer set. Functional testing including leak, clear passage, and clamp function testing were performed with no issues noted. The female connector of the transfer set was functionally tested for the disconnection issue by connecting and disconnecting the returned patient connector to the female connector of the transfer set by hand; no issues were noted. Therefore, the reported connection issue was not verified, however, the reported condition of separation between the female connector and main body was verified. The cause of the condition was due to an inadequate solvent bond between the female connector, insert chip, and main body during the manufacturing process. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter address: (B)(6).the device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a separation between the female connector (dark blue portion) and the main body of the minicap transfer set.; further described as dark blue portion (female connector) loosened. This occurred during multiple steps, once when the patient tried to remove the minicap for peritoneal dialysis therapy and then again when disconnecting from the patient line of the cassette after peritoneal dialysis therapy. The patient was unable to disconnect from the cassette and had to cut the patient line to disconnect from the cycler. The transfer set was replaced to resolve the issue. There was no report of patient injury or medical intervention associated with this event. No additional information is available.